Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 26-jul-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) ubd: 26-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) used for non-malignant pain. It was reported that the patient was put on blood pressure meds and they were wrong dose. She would pass out. She fell four times during this month and stimulation suddenly stopped being functional. Additional information was received. Patient reported they have fallen 4 times and believe the leads may have shifted and is requesting to meet with a medtronic representative just to make sure for the pt mentioned that their pain was in number 9 (pss understood 9 out of 10).